Event description:
The customer reported that the system was arcing and causing the system to shut down uncommanded. There is no report of pt injury.

Manufacturer narrative:
A ge service rep performed an onsite investigation. The x-ray tube and high voltage cable were replaced. The system was then found to be operating as intended.